Event description:
It was reported difficulty was encountered advancing the carrier system via a right femoral approach, which resulted in the filter deploying in the sheath. During an attempt to remove the sheath and filter as a unit, the filter deployed in the subcutaneous tissue. A small cut down was performed to successfully remove the filter from the pt. Another filter was successfully placed without any pt complications. This device remains implanted. Therefore, no failure analysis will be available. Co's follow up indicated the pt's anatomy was tortuous and difficulty was encountered advancing the carrier system to the intended implant site. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... If difficulty is encountered during introducer catheter advancement through the sheath, stop. Do not force the introducer catheter forward. Slightly withdraw the sheath and introducer catheter as a unit (about 2-3 cm). Then rotate the sheath as you advance the introducer catheter. If this fails, remove the introducer catheter... Another approach (jugular/femoral) may be necessary if a second attempt is unsuccessful."